Event description:
Description of health hazard was a hemostasis failure. For af (atrial fibrillation) procedure, pvi, svci and cti were conducted. After the procedure completion, hemostasis could not be achieved by manual compression. It was decided to stop the bleeding surgically. Details on the cause were unknown. Progress was unknown. Causal relationship with the product was unknown. No abnormalities observed prior or during use of the product. Additional information was received on 06-may-2024. The sheath used for the vascular access was the sl0 sheath. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).